Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The catheter was kinked in several parts of the catheter approximately at 18, 81,145, 181, 231 cm from the distal end of the bushing. Microscope examination was performed on the bushing, and it was confirmed that no discernible failures were observed. Dimensional analysis was also performed on the bushing outside diameter, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the hepatic flexture during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. Snap and crackle were felt and the pop stage of deployment was not heard. Eventually, it took fifteen minutes to get the clip to release successfully onto tissue, and the procedure was completed at this time. There were no patient complications reported as a result of this event.the patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the hepatic flexture during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. Snap and crackle were felt and the pop stage of deployment was not heard. Eventually, it took fifteen minutes to get the clip to release successfully onto tissue, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.